Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, two episodes of non-sustained rv oversensing was observed on the device. Programming changes were made. Patient was stable.